Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery to confirm continuous operation for 13 days. Battery contacts were deformed. Deformed battery contacts and flex cable were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the power source turned off during use. As the patient used the device, it was confirmed that the power source was turned "off". The patient seemed to have own pulse and there were no significant adverse events to the patient. The device was rebooted and the device worked without issues. The low battery indicator was not illuminated at that time. The epg was returned for servicing. No patient complications have been reported as a result of this event.